Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance measurements. The plan for this patient is continued monitoring. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance measurements. The plan for this patient is continued monitoring. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited high our of range shock lead impedance measurements of greater than 125 ohms. This lead remains in service. No adverse patient effects were reported.